Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a temperature (overheated) related malfunction. There was no patient involvement and no harm reported. Getinge field service engineer (fse) investigated the customer's complaint with overheating alarm. I could reproduce the overheating alarm as customer stated. Reviewed logs and found the compressor fault code 77 had 3685 and found a couple of "iab catheter restriction" alarms on (B)(6) 2024 at 19:50:08 and 21:50:07. It appeared that the compressor was due for 5000 hour replacement. Replaced the scroll compressor with filters and replaced the compressor temperature sensor, o-ring buna for precautionary purposes. Functional tested without any further alarm failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The failure analysis and testing department received the following parts associated with this complaint compressor scroll, temp sensor. These parts were received with a reported unit failure message of overheating alarm. Performed visual inspection of both parts and both parts looks to be in good condition. Installed the compressor scroll and temp sensor into the cardiosave and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department pumped the unit for 3 hours and did not observe overheating alarm on screen. The failure analysis and testing department could not verify the failure message of overheating alarm. Compressor scroll and temp sensor passed testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed overheating. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.